Event description:
It was reported that: "patient came to office complaining of knee pain on (B)(6) 2011. Stated pain has been worsening over last several months. Bone scans revealed lucency around tibial component. Plan to revise all components. Tibia came off easily. Triathlon ts implants used. No other information available due to hospital confidentiality policy."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.